Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas2327 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported by the nurse that catheter placement was conducted on the patient under the guidance of ultrasound more than 3 months ago, with the puncture site on the right upper arm. It was found that there was a large amount of seepage at the puncture site when injecting normal saline during catheter routine maintenance in the ward today. The catheter was later pulled out from the patient's body. There was crack found to occur 15 cm away from 0 scale marking within the puncture site of the catheter. The catheter was then pulled out thoroughly and was no longer used. No reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed, and will be considered use related. A 4 fr s/l powerpicc solo was returned for investigation. The catheter extended to the 39cm depth mark. The device exhibited evidence of use. What appeared to be adhesive residue from a dressing was noted on the extension leg and molded wing. A semi-circumferential split was observed in the catheter 15.2 cm from the distal end of the molded wing. The split was located between the 14 and 15 cm depth marks. A semi-circumferential crease was observed in the catheter 14.2 cm from the distal end of the molded wing. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. Evidence of wear was observed along the semi-circumferential split. A tactual investigation revealed that the tubing had the tendency to kink across the split and crease that were found in the tubing. The split found in the 4 fr tubing indicates that the catheter was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no damage related to the manufacturing process was noted on the returned complaint sample..a lot history review (lhr) of reas2327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that catheter placement was conducted on the patient under the guidance of ultrasound more than 3 months ago, with the puncture site on the right upper arm. It was found that there was a large amount of seepage at the puncture site when injecting normal saline during catheter routine maintenance in the ward today. The catheter was later pulled out from the patient's body. There was crack found to occur 15 cm away from 0 scale marking within the puncture site of the catheter. The catheter was then pulled out thoroughly and was no longer used. No reported patient injury.